Event description:
Plaintiff reports initial bilateral implantation on 10/10/78 with explant. Plaintiff adopts the master petition filed in cause no.92-16550; in re: master silicone breast implant file, in the 334th district court of harris county, tx.